Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited eri which was not confirmed as normal eri. The right ventricular (rv) and right atrial (ra) lead exhibited a lead integrity issue. The ipg was explanted and replaced. The leads were capped and replaced. No patient complications have been reported as a result of this event.